Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold assembly was replaced to resolve the reported issue. No patient information provided after phone calls to customer 08/14/20, 08/17/20, and 08/18/20. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of suction. Alternative source of suction was used to continue the case. There was no report of patient injury.